Event description:
Contact states that the rubber piece holding the bands that fits on the end of the scope detached from the scope into the pt. This happened on the fourth and last banding (one had popped off). The dr retrieved the piece by dilating a balloon and pulling it up.